Event description:
It was reported that the customer was hospitalized due diabetic ketoacidosis, with a blood glucose reading of 400 mg/dl. The caller was unable to troubleshoot as the customer was given a different infusion set to try, and had been doing much better. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.